Event description:
The patient has consented and participated in an irb approved sci neuromodulation study designed to monitor the changes to motor control associated with surface electrical stimulation use during multiple mobility related tasks. All participating subjects currently have physician approval for all modalities used in this study. This includes gait training sessions with use of the ekso bionics nr (robotic gait training device). These sessions are scheduled for 60-90 minutes and include fitting/donning of device, gait training, then doffing of device and post gait inspection. The patient also undergoes customized surface electrical stimulation (biphasic alternating from 10 to 40 milliamps, per protocol) concurrent with exoskeleton use with electrodes placed at low thoracic/lumbar nerve roots. After the session, the patient was inspected for skin breakdown and underwent passive range of motion assessment (per protocol) to observe for spasticity/hypertonicity post gait training. At that time, the patient did not exhibit abnormal response to robotic use; no evidence of skin breakdown, abnormal swelling or limited passive range of motion. The patient contacted the primary investigator the following day and stated that she experienced excessive swelling of her left knee and excessive spasticity during the night which interfered with sleep. The patient was scheduled to fly home (from (B)(6) to (B)(6)) that same day and stated she would schedule an appointment with her primary physician for follow up. The patient flew home without complication and underwent an x-ray scan on (B)(6) 2022 of which results were negative. Her physician also scheduled an MRI to further ensure no complications were present. The patient underwent MRI the following week which yielded left lateral tibial plateau fracture. She has been instructed for no weight bearing with follow up imaging to occur in four weeks. Upon speaking with the patient, she stated she did feel a buckle during gait training with the ekso nr just before completing her session and feels that may have been the cause of the incident. The patient was in good spirits and stated she will follow the recommendations of her medical team. The patient reported per her medical team that surgical intervention was not warranted and that the patient should refrain from standing activity. She will receive updated instructions after future scheduled appointments. The research team gathered shortly after receiving the news to discuss the robotic session. The team reviewed and agreed that all precautions and robotic protocols were followed. All safety checks were also completed prior to beginning the session. The patient underwent robotic evaluation prior to exoskeleton use which includes lower extremity measurements and range of motion assessment to ensure proper fit and use of the exoskeleton. If a patient exhibits greater than -17 degrees hip extension (hip flexion contracture) and/or greater than -12 knee extension (knee flexion contracture) ekso nr use is contraindicated. The patient did not exhibit these limitations during her evaluation and recommended settings adjustments were made to the fit of the exoskeleton to account for hip flexor and knee flexor tightness experienced with increased sitting posture due to paraplegia. These adjustments are a feature taught in basic and advanced ekso nr training. It was deemed that the patient was a good candidate for exoskeleton use based on her evaluation and her previous experiences with robotic devices including the lokomat exoskeleton. The patient remained on the highest robotic assistance level during the session to minimize ground reaction forces experienced through the lower extremity. The research staff also took video during the session per permission of the patient. Despite the thorough evaluation and recommended adjustments, lower extremity fractures still remain a risk for persons with quadriplegia/paraplegia that use a robotic gait training device. FDA safety report ID #(B)(4).